Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported by the patient in medwatch mw5098392 had to have a second surgery; I got a cartiva synthetic cartilage implant on (B)(6) 2018. After recovering as directed by my doctor, I was allowed to resume walking. The pain in my mtp joint was much worse than before I had the surgery. I did physical therapy, dry needling with electric stimulation, and even tried medical massage therapy. I could not get relief from the intense pain. I developed it band syndrome and bursitis in my hip due to my altered gait. The orthopedic surgeon finally confirmed 9 months after surgery that the implant had receded into the bone, and I was back to bone on bone in that joint. In (B)(6) 2019 I had the cartiva removed and the surgeon placed a plate and seven screws in the bone to fuse the bones together. After having the hardware removed in (B)(6) 2020, I am finally feeling relief. FDA safety report ID# (B)(4). Concomitant medical estradiol, progesterone, spironolactone, finasteride, biotin 10,000 mcg, calcium vitamin c 1000 mg, vitamin d-3 2000 iu, vitamin e 400 products (f): iu, one a day multivitamin, turmeric/curcumin 500 mg, keratin 100 mg, collagen zinc, magnesium.